Event description:
This is filed to report clip open - establish final arm angle/efaa. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clip delivery systems (cds 10910r393,10813r131) were advanced to the mitral valve; however, both clips failed to establish final arm angle/efaa. Both cds devices were removed without issue and the procedure continued with a new cds. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Manufacturer narrative:
All available information was investigated, and the reported clip opening was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on the available information, a cause for the reported clip opening cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.